Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The small grasping retractor instrument was found to have a broken pitch cable at the distal clevis hub. The broke cable segment that contains the crimp was still installed in the clevis. Failure analysis found the primary failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. Root cause of a broken pitch cable is a component failure. A site history was performed and no other complaints related to this product were found. A review of system logs showed that the small grasping retractor was last used on system number (B)(4) on (B)(6) 2020 and it had 2 lives remaining. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the small grasping retractor instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue identified through failure analysis were to recur, it could potentially result in an adverse event.

Event description:
It was reported that during central processing, the small grasping retractor had a broken cable. There was no patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.